Event description:
A customer reported a cartridge alarm 20, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Prior to contacting technical support, the customer independently loaded a new cartridge and successfully resumed insulin therapy. The issue was subsequently resolved.